Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency department for multiple syncope episodes and long periods of asystole displayed on telemetry. The patient was paced percutaneously and it was noted the pacemaker battery was at end of service (eos). Interrogation could not be performed in regards to lead telemetry. The device reached the elective replacement indicator (eri) on 21 jan, 2020 and end of service (eos) was reached a year later 24 jan, 2021. The patient was scheduled for a temporary wire and subsequently underwent successful replacement of battery. The patient tolerated the procedure well and returned to his room in a stable, normal, hemodynamic state.